Manufacturer narrative:
The reported device was not returned to the designated complaint facility for independent evaluation, therefore a visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed that the spider swivels are damaged and bed clamp is not working according to specifications. The foot control pedal and pneumatic fittings need to be replaced. The handle also needs to be replaced. Major service was advised including replacing the double acting foot valve, dumbbell joint - 1.5¿ high pressure hydraulic seals, slender arm pressure rings, slender arm joint 1¿ high pressure hydraulic seals, pressure rings, quick connect assembly and it's pressure rings. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.no containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery the device was losing pressure and was not stay in the position. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.